Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began on an unspecified date 2 weeks prior to the alert date of (B)(6) 2017. The patient manages their diabetes with insulin (7 units of novolog once per day and 12 units of levemir once per day). It is not documented whether or not the patient took any action in response to their normal diabetes management regimen in response to the alleged product issue. The patient informed the cca that immediately after the alleged product issue started they developed symptoms of ¿not able to sleep, weak, dizzy, unable to walk right and dazed¿. In response to these symptoms the patient was given additional food and/or drink by a visiting nurse. No blood glucose results were provided at the time of this treatment, however the patient reported that their blood sugar felt ¿real low¿. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs which meet lfs¿s criteria for a serious injury reportable adverse event.